Manufacturer narrative:
Additional lot number: v4075k.

Event description:
It was reported that during an interstitial laser coag, the first fiber received a blackbody in the shape of a line in the middle of the fiber on the fifth stick. The dr tried a second fiber and received an alexandrite error on the first stick. The dr decided to abort the case. The dr has not decided whether to reschedule the pt for another case. There was no pt consequence.